Event description:
The reported stated that the surgeon inserted a 21.0 diopter, cq2015 three piece collamer lens and the trailing haptic tore off. The lens was removed without enlarging the incision. No pt injury. Another lens was inserted. The pt's condition is good. The cause of the trailing haptic tearing off was due to the injector.